Event description:
The customer reported that the large volume tubing set (with no inline filter) started to leak below the blue hub and that the silicone pumping segment was spraying tpn. Although there was no patient harm, the customer states that changing the tubing set puts the patient at an increased risk of infection.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the large volume tubing set (with no inline filter) started to leak below the blue hub and that the silicone pumping segment was spraying tpn. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of set leaked at pump segment was confirmed. During visual inspection of the set received it was noted that the silicone segment had a 0.0712 inch tear near the upper fitment. Microscopic inspection observed no rush marks to the upper blue fitment. . Functional testing showed a leak in the same location. The root cause of the customer's report was not identified.

Event description:
The customer reported that the large volume tubing set (with no inline filter) started to leak below the blue hub and that the silicone pumping segment was spraying tpn. Although there was no patient harm, the customer states that changing the tubing set puts the patient at an increased risk of infection.